Manufacturer narrative:
Service inspected the analyzer and found the reagent cooler was not working. The cable, rgnt cooler, thermistors and fan, w212 (rohs) was burned/charred. Service changed the part. The module function was verified by performing maintenance and procedure. No issues have been reported related to smoke generating from a charred/burned cable, rgnt cooler, thermistors and fan, w212 (rohs) or other parts on the analyzer. A review of the alinity I/architect ia product monitoring review found no trend of the analyzer or part with regards to the current issue. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to the charred/burned cable, rgnt cooler, thermistors and fan, w212 (rohs); the smoke and charring/burn did not spread to other parts of the module. No nonconformances or potential non-conformances applicable to the current complaint were found for the cable, rgnt cooler, thermistors and fan, w212 (rohs). Labeling was reviewed and was found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect i1000sr, sn (B)(4).

Event description:
The customer observed smoke from reagent cooler of an architect i1000sr analyzer. No fire was seen nor any damage to the instrument. No impact to patient management or user safety was reported.